Manufacturer narrative:
Additional information received regarding the patients states that following the vitrectomy the patient under went antibiotherapy and anti-inflammatory medicines. There were no additional complications and ocular test sample results were negative. The account performed their own examination of the 4 microbiological samples from the pack and shared these results: "one sample was clean, and the three others were found with very little bioburden - these were non-aspergillus filamentous fungi (between 1 and 3 cfu)." The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary.

Manufacturer narrative:
Due to the lot number not being known we were unable to review the sterilization and lot history records. Product is not available for evaluation.

Event description:
One day after a cataract surgery the patient experienced inflammation and was diagnosed with fungal endophthalmitis. The patient was referred to another hospital. The patient is still under treatment receiving local corticoids and antibiotics. There is no aggravation of the clinical consequences.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Review of the non conformance database revealed no nc's have been issued for endophthalmitis in the past 10 years. There have been no endophthalmitis complaint for the bl5114 packs in over two years.